Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) exactamix 2000 ml eva tpn bags ¿leaked at the injection port connector¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured between 14 aug 2019 and 16 aug 2019. Two (2) devices were received for evaluation. Both samples were received with top left corner cut where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak was observed at the spike port cap at the spike port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.